Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mlm power cord was damaged. A field service engineer (fse) replaced the power cord, rebooted the device, and successfully reconfigured the printer settings. Labels were printed successfully, and no further issues were identified. Additionally, auxiliary drawer 2.2 was not detected on the bus. Hence, fse reseated the row tray connections, reassembled the device, and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es insulin printer label had broken wiring. However, there were no delays or adverse events or injuries reported based on this event.